Event description:
It was reported that during a shoulder procedure using a quantum 2 controller with an ambient megavac 90 wand, the wand stopped working and the controller displayed a hardware malfunction error. Another ambient megavac 90 wand was opened but yielded the same results. The case was ultimately finished after an hour delay, using backup equipment. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Functional evaluation of the returned device revealed there is no power output due to a possible electronic component failure on the main board inside the subject controller. The customer's complaint is verified since the subject controller failed to produce any power output to during testing. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller at the customer's facility. An unexpected premature failure of an electronic component on the main board inside the subject controller. Using an improper power cord or improper extension cord, or a loose power connection at the customer's facility.